Event description:
It was reported that the device overheated during a procedure at the user facility. No delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated during a procedure at the user facility. No delay, medical intervention, or adverse consequences were reported.